Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The display central processing unit board, high powered display unit board, power management board, ventilator monitoring board, and the ventilator control board were replaced.

Event description:
The hospital reported that the unit will run for a period of time and then shut down. There was no report of patient involvement.